Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated on (B)(6) 2019 he experienced inaccuracies with the sensor he inserted on (B)(6) 2019. He stated he calibrated the system in the morning and did not have any test results for that day. He stated his buddy called the paramedics because he was incoherent and when they arrived, they checked his finger stick and his blood sugar was reading 20mg/dl while the cgm was displaying 120 mg/dl. He stated they gave him ¿shots¿ and it took him 30 minutes for him to become coherent. At the time of contact, the patient was doing good. Data was not provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.